Event description:
The cap would not stay on lancing device. Pt went to the doctor; the doctor advised her how to keep the cap on the device. The pt received no treatment. The customer service agent (csa) verified that the lancing device threads were stripped. The lancing device was replaced.